Manufacturer narrative:
(B)(4). Results of evaluation: (endoleak, graft migration, ruptured aneurysm/vessel); (short and conical aortic neck with dilatation). Conclusion: (short and conical aortic neck with dilatation).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6.8-7 cm abdominal aortic aneurysm approx 30 months ago. At the time of implant, the aortic neck was short, and the iliac vessels were small. The pt has been returning for regular follow-ups, and no issues since the time of implant have been reported. A CT scan from approx 1 year post-implantation showed that the aneurysm had shrunk in size without any migration or endoleak. Approx 1 month ago, the pt presented with a ruptured aneurysm, which was attributed to stent graft migration and a proximal type 1 endoleak due to a dilated aortic neck. At the time of migration, the aortic neck was short and conical in shape. The physician elected to explant the stent graft and surgically-convert the pt, with successful results. No additional clinical sequelae were reported, and the pt is fine.